Event description:
It was reported, the patient had a shocking or jolting sensation. The reporter stated they happened to walk by some kids doing an ¿experiment with electrical current¿ about 15 minutes prior to this report and the sensation was so strong they had a hard time shutting the implantable neurostimulator (ins) off. It was reported, the patient was now home and still did not feel well. It was further noted, the patient had the ins for pancreatic pain and the ins had been wonderful except for this event. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 387460, lot# va04mlb, implanted: 2013 (B)(6); product type screening device. (B)(4).